Event description:
It was reported that a patient's right ventricle leadless pacemaker (rvlp) was dislodged. On (B)(6) 2025, the physician elected to implant a new rvlp. The patient condition was not known.